Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes there was a shield/cap stopper is different color/shade or faded. The following information was provided by the initial reporter: translated to english. The customer stated: "the inner plug is not the same."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for incorrect stopper color with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer¿ k2 edta (k2e) 5.4mg blood collection tubes there was a shield/cap stopper is different color/shade or faded. The following information was provided by the initial reporter: translated to english. The customer stated: "the inner plug is not the same."